Event description:
It was reported that during preparation for an abdominal aortic aneurysm (aaa) procedure, a hole was noted in the distal end of the equalizer balloon catheter. The procedure was completed with a different device. The device had no contact with the patient.